Manufacturer narrative:
There are no injuries associated with this report. The reported symptom relating to the ultrasonics failure to perform was attributed to a cold solder joint on a transducer wire / connector and a lose wire on another transducer. The technician secured the connections and the device performs as intended.

Event description:
Ultrasonics on bay 1 of the system 83 plus 9 unit, was not functioning as intended.